Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation. The images provided were reviewed and confirm the fracture. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per complaint details, approximately 8.5 years post conversion to right tka, a 2nd revision was performed due to insert "sheared the post off". Although the provided images of the explanted component supports the complaint, neither the photos nor the provided partial 1st-revision operative note (dated 8/26/13) provide insight into the reported events. Patient current status remains unknown. Without the requested clinical documentation, the root cause of the reported "sheared" post can not be further assessed or concluded. The patient impact beyond the "sheared" post and poly revision can not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to traumatic injury, excessive forces applied to implant or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that after a first revision surgery was performed on (B)(6) 2013, the gns ii non-por tib sz 7 right sheared the post off of the 13 xlpe flex poly insert ((B)(4)). A second revision surgery was performed on (B)(6) 2021 to solve the issue. Patient status and further information is unknown for the moment.

Manufacturer narrative:
(B)(4).